Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited intermittent pacing and sensing during wound closure of the implant. The pocket was reopened and normal function of the ipg resumed. The ipg was placed back in the pocket, the wound was closed and no other issues were observed.